Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection that was identified as (B)(6). The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.